Manufacturer narrative:
Upon review, it was identified that date of death (b2) was inadvertently omitted from the initial report and has now been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: updated UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned: (cardiac arrest, ischemia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
61 year old female presents in cardigenic shock of unknown etiology. An impella cp and veno-arterial extracorporeal membrane oxygenatio were placed. Following device placement, reduced bilateral peripheral pulses were noted but associated with the centralized state due to severe cardiogenic shock. Following two days of support, the patient suffered a cardiac arrest and expired despite resuscitation efforts. Death was conservatively coded to impella while most likely to be caused by the underlying disease and unrelated to impella.